Event description:
On 03/24/2026, dr. (B)(6) reported that a 71 year old male patient presented to his office with concerns related to a previously placed dental implant. The initial implant placement was performed on (B)(6) 2025 at tooth location #30. The patient presented with the issue on (B)(6) 2026, before the second-stage surgery. During the examination, the doctor discovered that the implant had lost osseointegration and was removed on the same day using forceps, and the granulation tissue was curetted. After removal, a new implant was placed at tooth location #29 on the same day, and it was reported to be doing well. The patient's current status was healing for further evaluation. The patient had symptoms of discomfort in the lower right region, which were relieved after implant removal. It was reported that during clinical evaluation, the doctor, after taking an x-ray, noted no bone around the implant. The issue occurred inside the patient's mouth, and the implant site was not infected. The implant/prosthesis was still in place when the patient presented with the issue. The opposing arch consisted of natural teeth. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. It was further reported that the patient had type ii/iii bone quality. No abnormalities with the implant or the package were reported.

Manufacturer narrative:
The reported device has been returned but not yet investigated. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer internal reference number: (B)(4).